Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a confirmed fracture and was failing. It was noted that the fracture was due to the ra lead rubbing against the previously capped right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.